Manufacturer narrative:
Investigation report received on 08/sep/2025 from qa department, (B)(6). This investigation was conducted for an unknown batch of nsw 8hr product. There was limited device specific information provided. No batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. A 36-month trend analysis has been conducted; the records search returned a total of (B)(4) complaints for nsw 8hr product during this time period. The search described in this investigation summary takes into consideration all adverse events. There were no complaints confirmed to have a manufacturing related process root cause for a complaint of adverse event safety request for investigation. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare nsw products. There is no further action required. Considering the current information available for this complaint it is not possible to determine a root cause. However, there are pre-identified risk factors that could cause skin burns in the hazard analysis ((B)(4)). There are mitigations in place to prevent these situations such as in-process testing, thermal testing and visual inspections to ensure the quality and safety of the product. There are also multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This complaint complies with the requirements stated in investigation procedure wl-000098885 processing consumer complaints, effective 30-may-2025 and it is recommended for approval. There are pre-identified risk factors that could cause a burn listed in the hazard analysis ((B)(4)). During the investigation of this complaint (B)(4) was reviewed and no further risk was identified. Since this complaint is not justified and there is no identified defect, there is no change needed to the risk documentation as a result of this investigation. Based on the information provided, the event of thermal burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the medical device. The pl of thermacare neck shoulder wrist mentions that thermal burn could be an adverse event of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare neck shoulder wrist and the reported adverse event was considered as possible. This investigation was conducted for an unknown batch of nsw 8hr product. There was limited device specific information provided. No batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. A 36-month trend analysis has been conducted; the records search returned a total of (B)(4) complaints for nsw 8hr product during this time period. The search described in this investigation summary takes into consideration of adverse events. There were no complaints confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare nsw products. There is no further action required.

Event description:
Bridges consumer healthcare received the following case report from angelini s.p.a. On 04-sep-2025. Angelini s.p.a. Received the information on 25-aug-2025. The report verbatim is as follows: this serious spontaneous case, manufacturer control number 2025-038749 is an initial report from spain received on 25/august/2025 from a pharmacy through an angelini spain (ang-es25-066-ps). This case report concerns a patient (age and sex unknown), who applied thermacare neck/shoulder/wrist heat wraps (batch: unknown; expiry date: unknown), used for unknown indication. Concomitant medication(s): unknown. Medical history included: unknown. On unknown date, after applying thermacare neck/shoulder/wrist heat wraps, the patient experienced a thermal burn. Outcome: thermal burn: unknown. The action taken in response to the events for thermacare heat neck/shoulder/wrist wraps was unknown. Angelini medical assessment: the pl of thermacare neck/shoulder/wrist heat wraps mentions that thermal burn could be an adverse event of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse event-medical device is plausible. Based on the information provided, the causal relationship between the thermacare heat wraps and thermal burn was considered as possible. The overall assessment for this case is serious/labeled/possible.